Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The four returned reciproc files r25 8/100 25mm 025 are broken at the tip of the active part (fatigue x2), or in the active part (fatigue x1 and torque x1). No material defect was found during analysis of the rupture patterns. No unused file is available for evaluation. Nothing unusual to report was found during dhrs review (batches #1654275, #1656235, #1656570, #1656226 and #1656974). Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
In this event it was reported that a reciproc file broke during use. The broken piece was not retrieved and was incorporated into the filling.